Event description:
Procedure performed: laparoscopic nissenevent description:a ca500 malfunctioned in a laparoscopic case on 10/9/2023 with dr. [Name]. Patient was not injured in any way.additional information was received via email on (B)(6) 2023 from [name], inventory control specialist, [hospital]would not fire. Applied medical 5mm trocar was used. Proceeded without it.product is available for return.additional information received via medwatch #mw5148183 on 29dec2023the epix universal clip applier misfired. No patient injury occurred. Device was removed and nolonger used in the case after misfire.patient status: patient was not injured in any way.intervention: proceeded without it.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1495838, was included in the recall.this report is a combined initial/final report and follows up medwatch #mw5148183.